Event description:
The pcu display screen is being dented and scuffed by the open door handle on the IV pump module when the module is mounted on the right side of the pcu. This dent and scuff is appearing on many pcu units and the units are only a few months old.manufacturer response for modular system w IV pump, spo2, etco2, ect., alaris (per site reporter).======================the display panel is available for purchase as a repair part.